Event description:
It was reported that customer pump had broken screen that remained black, with touchscreen unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. Distributor confirmed that pump could start, charge, and connect to computer, arranged for device to be returned for evaluation, and provided replacement pump to customer.